Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2024, the patient experienced pain and intermittent nausea, along with pulling of the peg tube into the stomach. The patient went to the emergency room and was discharged with no diagnosis or treatment. On (B)(6) 2024, the patient arrived at the emergency room to be examined by the doctor. During the examination, it was decided that the bezoar was released. The patient was not hospitalized. On (B)(6) 2025, it was reported that the patient complained of very strong abdominal pain and with pulling of the peg tube inward into the abdomen almost up to the end. The doctor contacted the patient and instructed him to disconnect the click connection and cut out the inner tube. The patient stated that he was feeling a significant relief. He was receiving treatment through the gastric port because the j tube was cut and pulled in.